Manufacturer narrative:
The reported event of no pacing and unable to interrogate was confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-casted header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the field action for assurity, endurity inhomogeneous epoxy mixing issued by abbott on 18 feb 2025 for a subset of devices distributed and implanted outside of the united states.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during a follow up in clinic, the device was unable to be interrogated and there was no magnet response. Abbott technical support was contacted, however, no intervention has been performed. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating the device was explanted and replaced to resolve the event. The patient was in stable condition.